Event description:
Caller reported aviva system blood glucose results of 72 mg/dl, 333 mg/dl, and 207 mg/dl within 10 minutes. Customer self-treated symptoms of hypoglycemia with food. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.